Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information: did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Or did the tissue pad melt? (See attached photos which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) if detached, did any piece of tissue pad fall into the patient? Was the piece retrieved? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device didn't work; the minimum and maximum buttons didn't work. The problem persisted and the product was replaced (with same like product). During the surgery, the plastic white part located in the top of the jaw was released of the device and the product was replaced. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch #l9362z. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was functional when the max or min hand activation buttons were depressed. The instrument was disassembled to inspect the hand button assembly for evidence associated with activation issues and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.